Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further evaluation and it was found that after replaced the dual window appliance (dwa), the video processor (vp) failed to work with different issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder procedure, an error 319 occurred repeatedly. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer rebooted the system with no change. The tse checked the error logs and found error 319 on the video processor (vp) indicating that the video camera interface (vci) 2 in the vp was not present at startup. The tse had the customer perform the followings, but the issue persisted: 1. Hard power cycle of the system a few times, 2. Reseat the orange cable between the vp and endoscope controller (ec), 3. Check the blue cable connection between the ec and the core, and 4. Remove the endoscope that was connected to the ec. There was no patient injury/harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. During the procedure, the customer was not able to recover the error, so they elected to convert the case to open surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce error 319 on the video processor (vp). The fse replaced the vp to resolve the issue. The system was tested and verified as ready for use. Isi received the vp to perform failure analysis and the reported failure was replicated. The vp was analyzed and installed into the test system. A video test was ran. The error was reproduced during the boot-up test.